Manufacturer narrative:
(B)(4).

Event description:
According to the reporter; the doctor said the reload would not close after it was loaded onto the idrive. A new reload was opened and it worked without issue. This case was not part of a clinical study. The device was not used in the patient. There was no patient involvement. There was no hazard or injury to the patient. There was no user involvement, hazard or injury. The procedure was not delayed by more than 30 minutes. There were no error codes for a capital device. The sales rep was not present at the case.